Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field the bsc aware date.

Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) regarding high pacing thresholds on a right ventricular (rv) lead and inquired about magnetic resonance imaging (MRI) compatibility. Ts explained that there is no defined threshold limit and that the decision to proceed is at the physician discretion. The hcp confirmed that the patient is not pacer dependent. Ts discussed that the maximum output was available during MRI protection mode. There is no evidence of a device malfunction. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was explanted. The replacement procedure was successfully explanted and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) regarding high pacing thresholds on a right ventricular (rv) lead and inquired about magnetic resonance imaging (MRI) compatibility. Ts explained that there is no defined threshold limit and that the decision to proceed is at the physician discretion. The hcp confirmed that the patient is not pacer dependent. Ts discussed that the maximum output was available during MRI protection mode. There is no evidence of a device malfunction. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was explanted. The replacement procedure was successfully explanted and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.